Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission two days after implant. It was noted that the implantable cardiac monitor exhibited diagnostic anomaly. It was suspected the anomaly was due to the storage of the device in cold temperatures pre implant. No intervention was performed. The patient was stable throughout the event.